Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients t8 lead displayed high impedances preventing the system from entering 'MRI mode'. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of autoreducing/high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.